Event description:
On (B)(6) 2020, the patient underwent a thrombectomy procedure to evacuate a right primarily deep intracerebral hemorrhage using an artemis neuro evacuation device (artemis). There was no reported complication or device malfunction during the procedure. However, a follow up computed tomography (CT) scan performed 24 hours post-procedure indicated the presence of trace intraventricular blood. On (B)(6) 2020, the patient was reportedly improving and was discharged to the general medical/surgical ward. The intraventricular blood was reported to be a non-serious adverse event with a probable relationship to the artemis and index procedure.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-00396.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non conformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the artemis neuro evacuation device include, but are not limited to, hematoma or hemorrhage at the site, intraventricular hemorrhage, re-bleeding, thromboembolic events, including death. Therefore, it was determined that the reported adverse event was anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2020, the patient underwent a thrombectomy procedure to evacuate a right primary deep intracerebral hemorrhage using an artemis neuro evacuation device (artemis). There was no reported complication or device malfunction during the procedure. However, a follow up computed tomography (CT) scan performed 24 hours post-procedure indicated the presence of trace intraventricular blood. On (B)(6) 2020, the patient was reportedly improving and was discharged to the general medical/surgical ward. The intraventricular blood was reported to be a non-serious adverse event with a probable relationship to the artemis and index procedure.